Event description:
It was reported that the buttons were not responding on the customer's insulin pump, which was beeping continuously beeping. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 86 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was monitored for two days and no audio anomaly was noted. The escape button did not respond due to a flattened button dome switch. No number anomaly was noted on the display. No low battery alarm could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.